Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation updated fields: d9, h2, h3, h6 and h11. Corrected field: b5 the device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found a heavy static image. Based on the results of the investigation, the most probable cause of the complaint is traced to expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 for information inadvertently left out of previous report: 'it was reported that there was fuzzy picture.'

Event description:
It was reported the bronchovideoscope displayed the scope communication error, however the customer did not provide the code. The issue occurred during setup. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.